Event description:
It was reported that the customer was hospitalized due to high blood glucose of over 400 mg/dl. It was stated that the customer's glucose level started to rise two days before the admission, and the customer treated with a bolus using the insulin pump. It was stated that the customer blood glucose lowered during the day, but at night the glucose level went up. The customer had diabetes ketoacidosis and the insulin pump was disconnected until the customer stabilized. Then the customer reconnected the insulin pump using the same reservoir and infusion set. The customer's glucose level rose again and the insulin pump was removed. The alarm history does not show any alarms, and the customer does not know if the cannula was bent when was removed. The programming was correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.